Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to "sensor wire too weak / thermistor wire too weak". It was unknown whether the device had met specifications. The DHR review that cannot be completed due to no lot number. The product catalog number and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated arctic sun device stopped earlier alerting about something with the probe. They turned off the device and back on. Machine said it needed water, so they added water and restarted. Patient was moving and shivering. Medications were administered. Foley probe was in use. Target temperature was 37c, patient temperature was 35c. Two nurses talking at same time. Mis walked through accessing event log which shows alarm 15 unable to obtain a stable patient temperature x 4, alert 50 patient temperature 1 erratic and alarm 5 water reservoir empty. Mis explained that they received alarm 5 because they powered off device before draining the pads. Water was not actually needed. Mis explained when alarm 15 and alert 50 occur together and repeatedly it was likely a probe or temperature cable issue . Mis had nurse flex cable, but first nurse denied any change. Mis advised if either alert 50 or alarm 15 return they need to contact biomed about replacing cable or utilize cable from another device available on the floor. Mis explained importance of accurate patient temperature input as it drives therapy that was water temperature.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Device evaluated by MFR: the device was not returned.

Event description:
It was reported that the nurse stated arctic sun device stopped earlier alerting about something with the probe. They turned off the device and back on. Machine said it needed water, so they added water and restarted. Patient was moving and shivering. Medications were administered. Foley probe was in use. Target temperature was 37c, patient temperature was 35c. Two nurses talking at same time. Mis walked through accessing event log which shows alarm 15 unable to obtain a stable patient temperature x 4, alert 50 patient temperature 1 erratic and alarm 5 water reservoir empty. Mis explained that they received alarm 5 because they powered off device before draining the pads. Water was not actually needed. Mis explained when alarm 15 and alert 50 occur together and repeatedly it was likely a probe or temperature cable issue. Mis had nurse flex cable, but first nurse denied any change. Mis advised if either alert 50 or alarm 15 return they need to contact biomed about replacing cable or utilize cable from another device available on the floor. Mis explained importance of accurate patient temperature input as it drives therapy that was water temperature.